Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. Customer reported they were unable to bolus as a result. The customer stated the act and b button was not functional. Customer's blood glucose was 133 mg/dl at the time of incident. The customer also reported their blood glucose rose to 261 mg/dl previously. The customer was able to treat for their blood glucose during this incident. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.